Event description:
The reporter identified that the device would not display any ECG data during patient monitoring. No patient harm associated with this complaint.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Investigation confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a defective printed circuit board. The repaired device was returned to the customer after passing acceptance testing.